Event description:
It was reported that the patient was dizzy and presyncopal and was asked to be seen in the clinic. The right ventricular lead had no capture and there had been an impedance drop of 300 ohms in the last four months. The lead threshold was reprogrammed and remains in use. The lead will be monitored for future lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.